Event description:
It was reported that the syringe barrel was cracked and that it leaked its fluid.

Manufacturer narrative:
It was reported that the syringe barrel was cracked and that it leaked its fluid. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample were provided for evaluation. Evaluation of retained samples identified no similar syringe failures. It is believed that low temperatures experienced by the product during shipping and/or at the reporting facility contributed to the observed syringe barrel cracking. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.